Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a non-displaying screen. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. The getinge field service engineer (fse) returned to the customer's site at a later date with a new video generator board. The fse installed the video generator board and reinstalled the software. The fse observed that the iabp unit functioned normally. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) had a non-displaying screen. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed that the iabp unit would turn on but the screen does not turn on and that the iabp unit would generate a long warning sound. The fse attempted to switch the screen from the iabp unit to another known working iabp unit, but the screen would still not turn on. When a known working screen was taken from a know working iabp and installed onto the iabp unit, it was observed to turn on normally. The fse concluded that the screen was broken and was causing the iabp unit to turn on but not allow the screen to turn on. The fse returned at a later date with a new top display assembly and installed the part. The issue persisted and the fse indicated that troubleshooting will continue when a new touch screen board is obtained. A supplemental report will be submitted when additional information is provided.